Manufacturer narrative:
Date sent: 01/08/1999.

Event description:
It was reported before an unknown procedure while the scrub nurse was setting up the room, she realized the trocar would not arm properly. The surgeon never saw the instrument. A new trocar was opened to complete the case. There was no consequence to the pt.